Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd safety glide needles experienced 4 cases of blood exposure/splash, 8 cases of leakage, 6 cases of infection, 3 cases of dirty needle sticks,1 case of foreign matter contamination, 8 cases of safety mechanism failure, 2 cases of difficulty engaging/activating the safety mechanism, and 21 cases of needle loose/pulled out of hub. It has not been specified whether the instances of infection or dirty needle stick resulted in medical intervention. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of clinician exposure to body fluid or blood (4), leakage (8), bloodstream infections (blood stream bacteraemia, sepsis etc) (6), needlestick injury (before use on patient) (7), needlestick injury (after use on patient) (3), foreign matter in unit package (1), safety mechanism failure (8), safety mechanism difficult to activate (2), syringe needle connectivity issue (2), needle pulled out of hub (21), needle bent (2), and needle dull/blunt (3).